Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to leakage at the biopsy channel. A further cause of the leakage could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif-h185 operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to insufficient reprocessing. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to wear of lock engagement lever, upward/downward angulation control knob cannot be locked securely; scope cover had a crack; due to corrosion on plug unit, e216(scope communication err) occurred; due to damage on channel tube, water tightness was lost; due to clogging of the nozzle, air supply volume and water supply volume did not meet the standard value; due to wear of angle wire, bending angle in up direction did not meet the standard value; light guide bundle had breakage; plastic distal end cover and light guide lens had a chip; bending section cover was worn; connecting tube and universal cord had buckling. Additional information request is still pending and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had a clogged air channel. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle was clogged with foreign material, which seems to be fibers from a cleaning brush. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.